Event description:
Trocar tip broke off in patient during lap cholecystectomy.while doing a laparoscopic cholecystectomy, the hassan trocar was broken while in the patient. The general surgery coordinator was called and given the pieces to confirm the trocar was complete with no pieces left in the patient. An x-ray was also ordered and performed prior to the patient leaving the room.